Event description:
It was reported by the customer that when using the bd pyxis¿ cii safe, the print sheet did not print and received a setup parameter database error. The customer reported that the nurse was required to wait at the counter and was unable to restock medications on the floor and confirmed there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the print sheet failed to print, and an error occurred related to the setup parameter database. A technical support specialist configured the hardware setup to use the hp pcl 6 report printer, successfully logged into support, confirmed the backup was current, and rebooted the device. The system functioned as intended after the technical support specialist troubleshot the device.